Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the mid-section of the stent was damaged with stent struts from rows 14-16 from the distal end twisted and distorted. The proximal and distal part of the stent showed no signs of damage. A snap gauge was used during examination to measure the undamaged proximal part of the stent and is within specification. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks or damage on the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in moderately tortuous and non calcified right coronary artery (rca). After a guidewire crossed the lesion, pre-dilation was performed using a non-bsc balloon catheter. Then a 4.00 x 38 mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The lesion was dilated again and another wire was added. The stent delivery system was re-advanced but still failed to cross the lesion. The device was removed from the patient and it was noted that the mid part of the stent struts were lifted. Usage of the device was stopped as there was no similar size; however, a 3.5 x 38 stent was used and was able to cross the lesion. The stent was successfully deployed and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred.   The 90% stenosed target lesion was located in moderately tortuous and non calcified right coronary artery (rca). After a guidewire crossed the lesion, pre-dilation was performed using a non-bsc balloon catheter. Then a 4.00x38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The lesion was dilated again and another wire was added. The stent delivery system was re-advanced but still failed to cross the lesion. The device was removed from the patient and it was noted that the mid part of the stent struts were lifted. Usage of the device was stopped as there was no similar size; however, a 3.5x38 stent was used and was able to cross the lesion. The stent was successfully deployed and the procedure was completed. No patient complications were reported.